Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) confirmed that the customer was able to resolve the issue remotely. Customer mentioned that they had other issues on station two east as well; however, the users and pharmacist were able to resolve those issues while the fse was traveling to the site. The call was completed, and the case was closed as a remote fix. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed to open and required maintenance. Customer tried to recover and reboot the station however the efforts were unsuccessful, and customer had plugged and unplugged the power cord, but the action had not resolved the issue. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.